Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in japan. It was reported that the error message ¿b temp¿ occurred on the rotaflow console during internal hospital transfer. The power was immediately turned back on. No harm to any person has been reported. Due to the reported failure ¿b temp¿ and the reported pump stop a report is required. The patient data was not shared by customer. According to ssu (sales and service unit) dated 2025-07-03 the reported failure could not be confirmed. A long-term running check was performed and the device was working as intended. No parts have been replaced. Based on these investigation results the reported failure "b temp error" could not be confirmed. However, the reported failure "b temp error" can be linked to the following most possible root causes according to the rotaflow risk management file. Overtemperature condition in the device, e.g.: 1. Heat accumulation 2. Device used out of specification 3. Charging of battery. A review of non-conformities was performed on 2025-05-15 and during the time from 2015-03-31 to 2025-05-08 there are no non-conformities in regard to the reported product and failure.there is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced on 2015-03-31. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.2.2 position of use and operation, and positioning. Make sure that the ventilation openings are not obstructed and the rotaflow system is not covered. There is a risk that the rotaflow system will overheat. Ensure a minimum distance of 50 cm to other devices, objects, or the wall. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in japan. It was reported that the error message ¿b temp¿ occurred on the rotaflow console during internal hospital transfer. The power was immediately turned back on. No harm to any person has been reported. The reported failure ¿b temp¿ could lead to the pump stop therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2015. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.